Manufacturer narrative:
Update 27 feb, 03, 17 mar 2025: during the index procedure the right arm venous outflow intra-graft segment was treated. The right arm intra-graft segment was also treated in the subsequent procedure. Ae term updated to: focal restenosis in the intra-graft segment of arteriovenous graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm venous outflow . A second in.pact av access balloon was used later to treat the right arm. A third in.pact av access balloon was used later. Approximately 23 months post index procedure patient suffered vessel restenosis in outflow vein of arteriovenous fistula. Angiography w/ contrast demonstrated stenosis and sluggish flow in two lesions located in venous outflow, first lesion identified as target lesion #1, and 2nd lesion #2 also in venous outflow. A 6 x 100 mustang was used to perform angioplasty in the venous outflow tract. Repeat angiography along outflow tract demonstrated persistent narrowing. Repeat balloon dilation was performed with a 7 x 100 mustang. Following this, repeat fistulogram had fast flow without central stenoses or filling defects. Patient recovered.